Event description:
It was reported that the physician was using a paragon t2 icw arthrowand to complete an arthroscopic procedure. After the procedure was completed the physician noted that the wire electrode at the distal end of the wand had come apart. The pt was x-rayed for 15-20 mins to confirm that no part of the wand remained in the pt. No complications were reported as a result of this event.

Manufacturer narrative:
A lot number for the device was not provided; therefore, no expiration or manufacturer date is available and no device history record could be performed.